Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and patient representative (caller) regarding an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the caller said the patient had not charged their spinal cord stimulator device in months and had issues with the device not working that great since before christmas last year, about 6-7 months ago. The caller said the patient needed an MRI, but the patient did not have a controller. The manufacturer's technical services specialist (tss) discussed MRI information with the caller. The patient then came on the call and the phone was handed off to patient. Tss spoke with the patient about MRI considerations and agreed to fax implant information to hcp's office through prs.